Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer over-estimated how much insulin was needed when addressing an elevated bg level via bolus delivery. Additionally, the customer miscalculated the amount of carbohydrates consumed and delivered larger boluses than needed. Recommendation was made to consult with a healthcare provider to discuss diabetes management.